Event description:
A company representative reported that a yukon polyaxial screw fractured during insertion and that the fractured component remains in the patient. The procedure was completed successfully with a 30 minute surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Corrected data: g1 h6 coding has been updated to reflect investigation conclusion

Event description:
A company representative reported that a yukon polyaxial screw fractured during insertion and that the fractured component remains in the patient. The procedure was completed successfully with a 30 minute surgical delay and no adverse consequence to the patient.